Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead underwent a lead revision procedure. It was noted when the physician opened the device pocket, the lead was found to be twisted, bent, and kinked. After untwisting the lead, a cut in the insulation was observed; this may have occurred when the pocket was opened for the revision. The lead was therefore explanted and a new rv lead implanted successfully. No additional adverse patient effects were reported due to the revision procedure. The explanted lead was retained by the hospital and was not expected to be returned for analysis.